Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. The pump was unable to perform the displacement test due to constant blank flashing white light on the display. Pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was unknown. The customer reported that the battery compartment was cracked. The customer was advised that the pump will be returned for analysis. The insulin pump will be returned for analysis.